Event description:
Boston scientific received information that during the right ventricular (rv) lead explant, the right atrial (ra) lead became dislodged. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted there was dried body tissue entwined throughout the helix. Dried blood was noted in the helix mechanism through the lumen. Analysis could not confirm the clinical observation of dislodgement.